Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the patient had cataract surgery (with macular puckering) in the left eye (os), on the following post-operative day four the patient was diagnosed with endophthalmitis. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin and hypopyon were present. On post-operative day four the patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. The intervention was effective and the infection was resolved but the vision remained decreased. On the same day, the cultures were taken and no findings were observed. The integrity of wound was intact. The patient's post operative treatment included non-steroidal anti-inflammatory drugs and topical corticosteroids. The patient was recovered with persistent conditions of decreased vision. This complaint is pertaining the one of six reports received from the same facility.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. There was no equipment correlated to this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Based on the available information, none of the complaints were found to be directly related to the issue under review. The root cause of the reported event is attributed to surgical/clinical factors (unrelated to the functionality of the device). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.